Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the pacemaker was oversensing far-field r-waves, causing inappropriate automatic mode switch. The pacemaker had been reprogrammed to address the oversensing, but then the device began to undersense small-amplitude atrial fibrillation. Additional programming changes were then made to adjust the sensitivity on (B)(6) 2021. The patient had no reported symptoms.